Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("essure coil protruding from left fallopian tube") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2023. The reporter considered fallopian tube perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("essure coil protruding from left fallopian tube") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2023. The reporter considered fallopian tube perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Essure coil protruding from left fallopian tube [fallopian tube perforation]. Migrated essure device [device migration]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil protruding from left fallopian tube") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Concurrent conditions were listed as dysmenorrhea and abnormal uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required) and device dislocation ("migrated essure device"). The patient was treated with surgery (laparoscopic subtotal hysterectomy and bilateral salpingooophorectomy). Essure was removed on (B)(6) 2023. At the time of the report, the outcome of device dislocation was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: specimen: uterus, bilateral tubes, ovaries and essure device final diagnoses: uterus, bilateral tubes, ovaries and essure device. Benign endomyometrium. Presence of cauterized tissue which is possible endocervical tissue. 2 segments of fallopian tubes with paratubal cysts. Fibrous tissue with small benign appearing lymphoid aggregate. There is no ovary in the specimen as per phone call with dr. Clinical information: procedure: eua (exam under anesthesia), laparoscopic subtotal hysterectomy and bilateral salpingooophorectomy. Peri and postop diagnoses: abnormal uterine bleeding, dysmenorrhea and migrated essure device. Gross description: 2 metallic essure devices noted measuring 18.5 and 20.5 cm in length. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-mar-2025: medical record received. New event device migration, concomitant conditions surgical pathology report added. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.